Event description:
It was reported that while using a bd venflon¿ pro safety shielded IV catheter, leakage occurred from the injection port. The following information was provided by the initial reporter: after using the injection port, it leaked.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 03-aug-2022 h6: investigation summary one sample was received by our quality team for evaluation. The cannula hub was not returned. The needle cap safety mechanism was not activated, and the needle is exposed and not contained within the needle cap. The needle cap safety mechanism was subjected to the manual activation test. No abnormality was observed after activation. The needle can be contained within the safety mechanism. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As no photo and no cannula hub was returned for investigation, the reported issue cannot be determined. Based on the returned portion of the sample, it was observed that the needle cap safety mechanism was not activated. The sample was subjected to manual activation and no abnormality was observed. There could be an error when the user uses the product and resulted in early disengagement of the needle cap safety mechanism. However, as it is not possible to confirm how the product was being used, the root cause cannot be determined. H3 other text : see h10

Event description:
It was reported that while using a bd venflon¿ pro safety shielded IV catheter, leakage occurred from the injection port. The following information was provided by the initial reporter: after using the injection port, it leaked.